Event description:
Dr. Alleges that the stent placed in the common iliac fractured after post dilatation with a 10 mm balloon. Upon removal of the balloon, the stent fractured. A small portion the stent (including one of the markers) was found in the external iliac. A non-luminexx was placed over this piece to prevent it from further movement. A third non-luminexx stent was placed to bridge the gap between the original stent and the second stent. Later that day, the patients condition deterioted. It was discovered that the original stent had perforated the vessel resulting in retroperitoneal bleeding. A covered stent was placed to control the bleeding. Pt is currently in the ICU.